Event description:
The physician reported during a procedure, the sl-10 catheter was shaped to approach for the lesion. However, when the first attempt was made to advance the coil into the aneurysm, the coil could not be fitted due to a mismatch in size. As a result, an attempt to retreieve the coil was made and the coil fractured in the catheter. The procedure was completed with the use of another similar coil. There was no allegation of harm.

Manufacturer narrative:
The device in question has not been returned to bostin scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant info is found, a supplemental report will follow.